Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm and customer had experienced high blood glucose level. The customer had not reported the symptoms and treated with bolus, insulin pump. The customer¿s blood glucose was 412 mg/dl. Customer declined to troubleshoot for the high blood glucose level and for sensor glucose vs blood glucose. The product will not be returned for analysis.